Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent revision surgery due to tibial fracture at 6 months post-op. No additional details were provided. Conversion to a total knee prosthesis.